Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a "no power" issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 3/17/15. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2015 with the following findings: no defect was found. No observed pwoer on reset events were observed in the black box to support power loss. Battery cap tightens securely onto the pump and is able to maintain electrical connection. There's no damage to the battery compartment. The battery cap is undamaged. Not able to duplicate power loss. Opened the pump case and found no damage to the power circuit. Returned battery cap was used for 24 hr test without any reboots and used for investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.